Event description:
Healthcare professional reported "rupture and removal of textured breast implant due to concern with the product". This record is for the right side. Device was explanted. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.